Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference report#: 1627487-2012-00355. Reference report#: 1627487-2012-00356. The pt's (B)(6) scs system included an ipg, lead and extension. It was reported the pt's lead and extension were explanted due an infection. The ipg remained implanted; however, a subsequent infection was recently detected following the opening of the ipg pocket. The ipg was explanted as a result. A culture was taken, and (B)(6) was confirmed. Info regarding the pt's treatment regime was not disclosed.